Event description:
It was reported that the right ventricular (rv) lead alerted for out of range high superior vena cava (svc) coil impedance. Varying measurements were observed for svc coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.